Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report when sample is received.

Event description:
The catheter was put into pt on (B)(6) 2011, but it was found, the tube was leaking near the oval shaped junction on (B)(6) 2011.